Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad), it was reported by the patient's nurse that, the patient began receiving controller malfunction alarms. The system controller was exchanged three times, the vent filter was checked and the batteries and battery clips were replaced with no resolution to the alarms. The patient was subsequently placed on pneumatic support using the ip console and stroke volume limiter (svl); however, four days later, the patient was weaned from pneumatic support and returned to electrical actuation with no further incidence of alarms.

Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time.